Event description:
It was reported that the device declared a lead safety switch (lss) due high out-of-range (oor) pacing on the left ventricular (lv) lead, measuring greater than 2000 ohms. In addition, the lv lead exhibited low amplitude. Boston scientific technical services (ts) discussed the lv tip electrode seemed to have the issue, and recommended evaluating the ring to rv or ring to can configuration for pacing. This lv lead remains in service. No adverse patient effects were reported.